Event description:
A venous needle disconnect with out a machine alarm. The estimated blood loss could not be determined. The patient was ok after the incident. She was "coherent" and "kidding" around, not distressed about the situation. The patient was admitted to the ER where she will be monitored and they will check her blood count. The venous needle was connected to the left arm. The needle fully dislodged, however it as resting securely on the patients arm. The access was not covered.